Manufacturer narrative:
(B) (4): results - visual inspection of the returned product showed both a reddish and a dark surgical residue, however, there was no visible damage to the lens. (B) (4).

Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, and the bag was too small to support it. The lens was removed without any patient injury.